Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: according to the information received, "I discovered an instrument pinn poly extractor that appears to be producing a large amount of metal shavings during normal operation. Upon inspection, it seems the spring tensioning the ratcheting mechanism has sharp edges or too much pressure, causing it to grind into the instrument itself and generate metal shavings approximately 1mm in size. I have attached photos for your reference." The product was not returned to depuy synthes; however, photos were provided for review. See attachment ¿(B)(4) - fwd_ potential issue with instrument pinn poly extractor (221750001) - metal shavings¿. The photo investigation revealed that '221750001, pinn poly extractor¿ had burred. However the reported condition of broken for device remains unconfirmed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. However, the provided evidence was not sufficient to confirm the reported event of broken. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn poly extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the pinn poly extractor appears to be producing a large amount of metal shavings during normal operation. Upon inspection, it seems the spring tensioning the ratcheting mechanism has sharp edges or too much pressure, causing it to grind into the instrument itself and generate metal shavings approximately 1mm in size.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: I discovered an instrument pinn poly extractor that appears to be producing a large amount of metal shavings during normal operation. Upon inspection, it seems the spring tensioning the ratcheting mechanism has sharp edges or too much pressure, causing it to grind into the instrument itself and generate metal shavings approximately 1mm in size. I have attached photos for your reference. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the pinn poly extractor exhibited signs of wear consistent with extensive use over the years. Additionally, a burr was observed at the interaction between the extractor ratchet and the extractor ratchet spring. No broken condition was identified. The observed condition appears to be consistent with the effects of repeated use and servicing over an extended period. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn poly extractor would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "I discovered an instrument pinn poly extractor that appears to be producing a large amount of metal shavings during normal operation. Upon inspection, it seems the spring tensioning the ratcheting mechanism has sharp edges or too much pressure, causing it to grind into the instrument itself and generate metal shavings approximately 1mm in size. I have attached photos for your reference." The product was not returned to depuy synthes; however, photos were provided for review. (B)(4) - fwd_ potential issue with instrument pinn poly extractor (221750001) - metal shavings¿. The photo investigation revealed that '221750001, pinn poly extractor¿ had burred. However, the reported condition of broken for device remains unconfirmed. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. However, the provided evidence was not sufficient to confirm the reported event of broken. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn poly extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. Was there a surgical delay? What is the duration of the delay? No delay. Issue identified during sterilization.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.